Manufacturer narrative:
It was informed that surgiflo hemostatic matrix and surgifoam was used during the procedure. This report cover the product surgiflo hemostatic matrix. Please refer to report no.: 3008478369-2017-00003 for the surgifoam product. This is the final reporting of this event. 18th of august 2017. Best regards, (B)(6), qa technician. Biomaterials ferrosan medical devices a/s (B)(4).

Event description:
On the 5th of july 2017 ferrosan medical devices a/s received information from distributor ethicon about an adverse event. The date of the procedure is unknown. "The doctor reported, via mir (medical information request), that surgiflo and surgifoam may have potential artifacts on imaging. The doctor used both the products during vaginal surgery to control bleeding. Was seen on ER and had a CT 4 weeks post procedure and now has a collection of 4cm on the place that the doc used surgiflo and surgifoam. Differential diagnosis hematoma/ abscess." This report cover the surgiflo hemostatic matrix. (B)(4).

Manufacturer narrative:
It was informed that surgilfo and surgifoam was used during the procedure. This report cover the product surgiflo hemostatic matrix.. Clinical questions have been asked and we awaits more information. (B)(6).

Event description:
On the 5th of july 2017 ferrosan medical devices a/s received informtaion from distributor (B)(4) about an adverse event happened in u.s. The date of the procedure is unknown. "The doctor reported, via mir (medical information request), that surgiflo and surgifoam may have potential artifacts on imaging. The doctor used both the products during vaginal surgery to control bleeding. Was seen on ER and had a CT 4 weeks post procedure and now has a collection of 4cm on the place that the doc used surgiflo and surgifoam. Differential diagnosis hematoma/ abscess." This report cover the surgilfo hemostatic matrix product. (B)(4).